Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that there was any deficiency in the temporary pacing wire? Was there a failure to sense or failure to capture or both? What pacing mode was being attempted? Were the wires re-positioned or replaced?

Event description:
It was reported in a journal article that a patient underwent a coronary artery bypass grafting (CABG) between september 2002 to november 2003 and a temporary pacing wire was used. Epicardial temporary pacing wires were sutured to the epicardium of the right atrium, one near the site of the sinus node and the other on the lateral wall of the right atrium 2cm apart. The patient was randomly assigned to the atrial overdrive pacing group. No complications were associated with the placement or removal of the atrial electrodes. The patient experienced atrial fibrillation and it may have been induced by inappropriate pacing due to sensing failure. Additional information was requested.